Manufacturer narrative:
The received device had the cannula assembly deployed and formed needle fully retracted. The downloaded data returned timeouts in pulse widths, although the device was able to function properly after the timeouts. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Score marks were observed on the underside of the top housing, indicating interference between the top housing and linkage assembly. Metal debris also found between the fingers of the commutator cap, but no inward bias was observed with the rotational sensor springs. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
He device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing the pod between 4 and 24 hours it was removed due to pain and saw that the needle had not retract back into the pod. The patient's blood glucose and insulin history are as follows: time: bg (mg/dl): bolus (u): oct 12th 10:00 am, 291, manual injection; 8:00 pm, 182; oct 13th 8:00 am, 209; manual injection; 5:00 pm, 249.